Manufacturer narrative:
Additional information: d9, g3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the luer adapter was cracked. It was reported that the luer adapter was cracked and leaking. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur from overtightening the luer adapter. Overtightening the luer adapter can cause excess stress on it, which can lead to cracks/breaks in the material. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during preparation for dialysis treatment, it was observed that the catheter had a crack and a leak at the blue (venous) luer adapter (dialysis line connection). Iodophor was the cleaning agent used on the device. Tego was not utilized. The insertion site was not treated with prior to product placement. There was no instrument used to loosen or tighten the device. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during preparation for dialysis treatment, it was observed that the catheter had a crack and a leak at the blue (venous) luer adapter (dialysis line connection). A syringe was used to connect and find the cause of the leakage. There was no excessive force used on the device. Flushing was done with no abnormalities. Iodophor was the cleaning agent used on the device. Tego was not utilized. No other products are being utilized with the device. The insertion site was not treated prior to product placement. There was no instrument used to loosen or tighten the device. There was nothing unusual observed on the device prior to preparation for the treatment. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. No intervention/treatment required as a result of the event. The cleaning agent(s) are allowed to dry thoroughly prior to applying ointment(s) to the area. As a remedial action, the adapter was replaced with the same lot and ID on the same day as the event occurred. The procedure was able to proceed and was completed after the remedial action was done. There was no blood loss, and blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the luer adapter was cracked. It was reported that the luer adapter was cracked and leaking. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur from overtightening the luer adapter. Overtightening the luer adapter can cause excess stress on it, which can lead to cracks/breaks in the material. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during preparation for dialysis treatment, it was observed that the catheter had a crack and a leak at the blue (venous) luer adapter (dialysis line connection). A syringe was used to connect and find the cause of the leakage. There was no excessive force used on the device. Flushing was done with no abnormalities. Iodophor was the cleaning agent used on the device. Tego was not utilized. The insertion site was not treated with prior to product placement. There was no instrument used to loosen or tighten the device. There was nothing unusual observed on the device prior to preparation for the treatment. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. As a remedial action, the adapter was replaced with the same lot and ID on the same day as the event occurred. The procedure was able to proceed and was completed after the remedial action was done. There was no reported patient injury.